Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced pelvic pain, discomfort, and spontaneous urine leakage. On (B)(6) 2012, the patient underwent excision of the vaginal mesh and suprapubic component. All other information is unknown and unavailable.